Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation of the suspect medical device. Device evaluation summary: according to the information received, this record is related to a concomitant device; there are neither deficiencies alleged nor patient injuries. During evaluation of the device it was observed to be intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 6721111, and no non-conformance's related to the reported complaint were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation with a 525cc mentor memorygel breast implant and experienced postoperative rupture. The issue was diagnosed visually, and confirmed post-surgery that the left implant was ruptured and the right implant was intact. As a result, the patient underwent removal and replacement with catalog # 3506001bc, serial # (B)(4) (right), and catalog # 3506001bc, serial # (B)(4) (left) on (B)(4) 2018. This report was prepared for the right-sided implant, refer to manufacturer report number 1645337-2019-15601 for the left-sided implant.